Event description:
It was reported that the guide wire was advanced into the anatomy, then the viatrac was advanced over the guide wire. While attempting to advance, and still outside the body, resistance was encountered and the balloon froze on the guide wire. Some force was used to remove the balloon, the tip separated, and was left on the guide wire. The tip was removed from the guide wire and the procedure was continued with the same balloon.